Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have conductor wire insulation damage. The conductor wire was found to have insulation damage between the inner/outer running surfaces of the jaw tangs and clevis slots. There was no fragmentation of the insulation, but the internal conductor wires were exposed. The instrument grips were manually manipulated and the instrument passed the electrical continuity test on 3 out of 3 attempts. Components adjacent to the damaged wire insulation did not show damage. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, a cable at the tip of the vessel sealer extend (vse) instrument snapped while in use. The procedure was completed with no reported injury.